Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she changed the infusion set and cannot get anything to come up on the screen of the insulin pump. Customer stated that the tubing did not stick to her body so she had to change it. Customer also stated that she was having issues changing her reservoir and most of the insulin came out of the tubing during filling tubing. Customer was using cool insulin as it is all she had at the time; customer was advised to get back in contact if she notices air bubbles in the reservoir or tubing. Customer was assisted on priming. Nothing further reported.